Manufacturer narrative:
The reported defective device is available for return to the manufacturer for a device evaluation. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient is stable and suffered no permanent harm or injury due to the event. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2013, a patient of unknown age and gender presented for an angiographic procedure. During the procedure, the treating physician noted the tip of the angiographic catheter had fractured off inside of the patient's distal aorta. The fractured piece was successfully retrieved with vascular forceps. It was reported the patient is stable and suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.